Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the 8mm small grasping retractor instrument had a sharp piece on the cable. There were no reports of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: it was believed that there was a frayed cable. The customer noted no notifications of fragments in the last procedure as the issue was observed during central processing and no images were available for review.